Event description:
The customer reported image quality is very poor, while in use, left monitor went dark gray and image looked like it split and was overlapping. No pt injury was reported.

Manufacturer narrative:
The ge svc rep verified reported issue, inspected interconnect cable and all wires look fine. Inspected lemo connector and found one of the video connectors was pushed in, re-inserted pin, checked pin to make sure it would not push out again by pusing on pin directly. Tested unit by shooting fluoro and all images look fine. Unit returned to svc.